Event description:
Patient had a reaction to a flexiglide sheet. The doctor had to remove the flexiglide. This complaint filed had two reports of product failures. A medwatch was filed (reference mfg report #3004504732-2009-00007) for the first reported failure. This medwatch is being filed for the second reported failure.

Manufacturer narrative:
The product has not been received for further information nor has information been received on lot number, surgery date etc. If further information is obtained, a follow-up report will be completed.